Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿deflation: one opening observed on plug strap bond edge assessed as unidentified (tear) opening (shell thickness was within specification). ¿other-technical: observed brown particles in fill channel. Additional observations: ¿creases were observed. ¿yellow particles observed inner the surface of the shell. ¿wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional later reported "particles in valve". Device has been explanted and replaced.